Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed in 2008. According to the complainant, the clip would not open fully, during the procedure. The procedure was able to be completed with another resolution clip. Additional information regarding the condition of the pt was unk.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.